Event description:
It was reported that the guidewire was not smooth. Evident jolt was felt after introduction of the introducer needle. The guide wire was not smooth at the distal end so that the proximal end of the introducer sheath could not pass over the guide wire. A new one was unpacked for use. 12/14/2023 - the returned sample exhibited damage to the adhesive fillet between the proximal end of the coil wire and the core wire.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of this information, the following was concluded: the complaint that the guidewire was not smooth was confirmed; however, the root cause could not be determined from the sample analysis. One 0.018¿ x 50cm flexura guidewire was the only item returned for investigation. The sample exhibited evidence of use. A microscopic examination of the returned sample revealed damage to the adhesive fillet between the proximal end of the coil wire and the core wire. A portion of the adhesive fillet was broken away. This type of damage can occur if the guidewire is retracted through the introducer needle; however, there were no distinguishing features which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes. H3 other text : evaluation findings are in section h.11.